Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The setscrew mark on the connector pin were too proximal. The analyst noted that there is only one set of setscrew marks on the is-1 pin and it is too proximal - lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the cardiac resynchronization therapy defibrillator (crt-d) had an atrial set screw issue and an lv port issue. It was also noted that the left ventricular (lv) lead was unable to capture. The device and lead were not used and another device and lead was implanted. No patient complications have been reported as a result of this event.